Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu energized and cauterized, and all ports recognized instruments. The complaint was not replicated.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the integrated electrosurgical unit (iesu) touchscreen was not responsive. The customer power cycled the iesu, but the issue was not resolved. The customer used a forcetriad generator to continue with the procedure. The procedure was completing as planned with no reported injury.